Manufacturer narrative:
The customer's allegation was confirmed. The device evaluation found the ceramic tip broken off. Based on the results of the investigation, it is likely that the malfunction was caused by thermal and mechanical damage. It is unclear whether there was prior damage or wear to the insulating insert, or if the damage occurred during the last preparation (cds) of the instrument or during the last procedure. A review of the device history record revealed no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted. E1: (B)(6) medical center.

Event description:
It was reported that the rigid endoscope had a tip peek material damage. The issue was found during reprocessing. The intended procedure was a therapeutic transurethral resection of the prostate (tur), and was completed with a similar device, with no delays or patient harm reported.